Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined. (B)(6).

Event description:
It was reported that a microclave¿ clear neutral connector generated a leak. As per the report, the luer locking connector connecting propofol infusion to the patient's peripherally inserted central catheter (PICC) line access was malfunctioning and leaking the medication into the bed. They examined the connector and could not visualize any cracks or malformations. The impact of the incident was no harm apparent. Type of incident/ problem was malfunction- during or after use. There was no unexpected or prolonged care. An invasive procedure was not provided or not applicable. There were no defects noted on the tubing set before it was used. The tubing was replaced and therapy resumed. There was no patient harm reported.